Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported is experiencing eye grains, which happen more often on the right side and may be triggered when the light hits the edge of the lens. The icl remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported that she was experiencing subjective visual disturbances ("eye grains") in certain light conditions following icl implantation two years ago. No additional medical or surgical treatment was reported. Icl remains implanted. It should be noted that visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". The reassessment will be performed when (if) additional information is obtained from the implanting surgeon. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).